Event description:
Customer reported she experienced hyperglycemia due to insulin leakage in the infusion set. She noticed a small hole in the tube, and the self-adhesive did not stick properly and the infusion set came out of her body. The alleged product was discarded, and the lot number and expiration date were not provided. No adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.